Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32.5mm in length target lesion was located in the moderately tortuous and severely calcified, 3.0mm in diameter left circumflex artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the middle and distal end of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage. Stent struts from the mid section were noted to be lifted from their crimped position. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32.5mm in length target lesion was located in the moderately tortuous and severely calcified, 3.0mm in diameter left circumflex artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the middle and distal end of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.